Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device upgrade procedure that the left ventricular (lv) lead was damaged with electrocautery. The lv lead was inactivated and replaced. The right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced for a system upgrade. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned analyzed and the outer insulation was breached melted. It was also noted that the outer insulation was breached cut, the outer insulation had cosmetic melting, the proximal conductor had blood (not obstructed) and the distal end low voltage electrode had blood. There was also apparent explant damage. (B)(4).